Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0706j, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va07w16, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient thought his implantable neurostimulator (ins) wires were pulled out. He had been doing a lot of lifting and renovation work on a house. Over the three days prior to the report his parkinson's symptoms had returned, like before surgery. He had a lot of pain and a burning sensation near one of his leads. The patient used his programmer to check the ins and saw the on icon. However, he then said he was no longer seeing the text that said on and off on the programmer. He noted that he had only turned stimulation off once for an unrelated back surgery. He did not know what it felt like to have the stimulation off because he never turned it off. The patient checked his ins again and it was off. He turned stimulation back on and his symptoms improved; he was able to drink his coffee after turning it back on. It was unclear if the patient's stimulation was on or off at the start of this report. No final outcome was reported, so additional information was requested. If additional information is received, a supplemental report will be sent.